Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd syringes solomed 5ml ll w/shld sla experienced a stopper that was misaligned/jammed/insecure. Product defect was noted prior to use. The following information was provided by the initial reporter: the syringe plunger came defective. Info received: the syringe informed is from the solomed line.

Event description:
It was reported that an unspecified number of bd syringes solomed 5ml ll w/shld sla experienced a stopper that was misaligned/jammed/insecure. Product defect was noted prior to use. The following information was provided by the initial reporter: the syringe plunger came defective. Info received: the syringe informed is from the solomed line.

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8088783, quality notification and maintenance analysis and no occurrences potentially related to the occurrence was observed. The image provided by the customer for the batch was evaluated and it is possible to observe plunger activated and stopper jammed. The potential cause for the occurrence is a jam at assembly process, leading to the premature activation. The incident identified from this complaint will be monitored for trend evaluation.